Manufacturer narrative:
A follow-up report will be submitted pon completion of the investigation.

Event description:
The customer reported that the battery was not charging. There was no patient involvement.